Event description:
A consumer implanted for non-malignant pain and chronic low back pain reported a year ago they suddenly experienced shocking when trying to increase stimulation to address their lack of pain relief. There were no traumas or falls reported related to this issue. As a result the consumer turned stimulation off and stopped charging due to the shocking sensation. As of (B)(6) 2016 the last time the implantable neurostimulator (ins) was charged or stimulation was felt was six months ago. Currently the consumer was seeing the poor communication screen on the patient programmer (pp), was unable to communicate with the pp or the recharger, and was unable to recharge. It was noted the manufacturer's representative (rep) was trying to get a hold of the consumer to try and troubleshoot but had not been in contact with them yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.